Manufacturer narrative:
The rep called into olympus technical assistance center (tac) personnel to report the customer¿s event. During the call, the rep noted that he had a 180 series scope plugged in at first, then switched to a 190 series, but the issue was present with both scopes. He went on to clarify that while the 180 series scope was plugged in, a b30 scope communication appeared. Tac attempted several trouble-shooting options to help resolve the issue. Throughout this trouble-shooting, it was discovered that scope socket was experiencing an mechanic issue. The rep stated that the customer was not going to return the device, and instead would have their facility biomed attempt a repair. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus representative (rep) reported that the customer¿s olympus evis exera iii xenon light source was blinking when the scope was plugged into it. According to the initial reporter, a b30 scope communication error also appeared on the display. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported endoscope communication error (code b30) or the front panel that was blinking. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the b30 issue occurred because the endoscope detection bar located at 12 o'clock position in the output connector was stuck at the back. Olympus will continue to monitor field performance for this device.